Manufacturer narrative:
All available information was investigated, and the reported clip opening while locked could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while deploying the clip, the clip opened while the lock line was being checked. Deployment continued and the clip was implanted successfully. Additional mitraclip nt was implanted to stabilize the clip that opened while locked. The final mr was 3-4+. All steps were followed as per IFU. There was clinically significant delay to prepare and place the clip and caused adverse patient sequelae.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.